Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) exhibited an infection. A revision procedure was performed and the device was relocated subpectorally to submuscular. After repositioning of the device, patient exhibited muscle stimulation. Approximately two weeks later, a routine device interrogation was performed and revealed that the patient's implantable right atrial (ra) lead exhibited undersensing of atrial fibrillation and increased pacing thresholds. The device was successfully reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.